Event description:
Called to ccu to evaluate pt with a pacemaker and heart rate of 30 bpm. Pt was admitted to ccu via the ER after having a syncopal episode earlier in the day. Pt reported 2-3 days of lightheaded spells prior to admission. Battery depletion was not an issue. Device testing determined a slight variation in thresholds ranging from 0.12-0.18 ms at 2.5v. Documented intermittent loss of capture at programmed output of 2.5v at .3 ms.